Event description:
Report received from the USA stating that the device had low rpm's. The device was being used during surgery, but there was no injury or medical intervention it is unk if there was a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).